Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 due to diabetes ketoacidosis, vomiting, and hyperglycemia. The customer¿s glucose level was 500 mg/dl at the time of hospitalization. The insulin pump was removed and the customer was treated with intravenous fluids. It was reported that while walking the customer fell while going down the stairs and the insulin pump cracked at the battery compartment. The customer was unable to complete carelink upload. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.